Manufacturer narrative:
Added code, 24- cause traced to intentional off-label, unapproved or contraindicated use.

Event description:
See h10.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device is reported available for return to the manufacturer for analysis. At this time the alleged product issue cannot be confirmed. If the device or additional information is received, microvention, inc., will submit a supplemental report. The instructions for use (IFU) identifies balloon rupture potential complications associated with use of the device.

Event description:
It was reported that, the scepter-c was prepared without incident for post-dilatation of a flowdiverter. During the first inflation, the balloon was reported to burst in the flowdiverter. Another balloon was used for the post-dilation. The patient was reported to be okay. No patient harm or injury occurred. No intervention was performed.

Manufacturer narrative:
Correction made to d8. Should be no. Item(s) returned: -scepter c item(s) not returned: - n/a the visual inspection of the device package showed no signs of damage as received. Further visual examination of the balloon catheter as received showed kink at 71.7 cm from the strain relief tip and under the strain relief. Upon further investigation the hub was bypassed manually by cutting the catheter distal to the hub and splicing into the inflation lumen using a tuohy borst adapter to test balloon inflation due to dried contrast. Balloon was confirmed burst, and blood was present inside of the balloon.